Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2377, awareness date 05-nov-2015) which refers to refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010. The consumer reported over the months, after the insertion, there were many unexplained issues with her health and daily functioning. At her dye test, there was a problem, it was done at local hospital in radiology, and her ob/gyn administered the test; he told her she had possibility of having double organs, he said she either had a hole in uterus or a third fallopian tube. She did have double organs, she had three fallopian tubes and needed a third coil. For the third coil procedure she was again sedated with xanax. She had not stopped bleeding and had some sort of vaginal infection. She reported she experienced headaches, joint pain, loss of muscle, weight gain, hair loss, peeling finger nails, insomnia, blurry vision, ringing ears, mental fog, swollen abdomen (looked six months pregnant all the time), no sex drive, and metallic taste in mouth all the time, physical knots from the base of her spine to the base of her skull and constant pain. Bruising and inflammation indicative of severe injury/beatings and sensitivity to anything her skin came in contact with; she also had pain and depression. In the fall of 2012, she went to see her internist; she was having him check an injury to her ankle and the horrid blood filled hematoma that was causing intolerable pain. She did not fit the markers for any autoimmune disease, she stated nothing was right about that kind of diagnosis; she was not a drinker, smoker or drug user. He said to the consumer went back to her gynecologist and ask for the device removal. She reported her gynecologist had also removed essure via hysterectomy in other implanted patients and was agreeable that they needed to come out. She opted for laparoscopic. She reported her surgery lasted 4 hours; she could not keep her on full of gas because her cervix had been damaged during essure implantation, they had to stitch it shut. During the surgery, a mass was found, the physician was unsure if in her uterus, behind it or attached to uterus and flank (she mentioned her back hurt constantly because of it), it was so large that they had to remove cervical stitches dilate me and deliver it vaginally. She needed a cauterization to stop the bleeding in her flank area. Essure and the aftermath took almost a year. She reported still having post op visits in collection because they were outside the scope of normal healing/post op appointments. Her cervix was damaged during stitches and surgery and required cauterization, packing numerous times at ER which never stayed in more than a few hours because she lost so much blood and was delivering/passing all of that too. She reported she had infections and hormones out of whack due to immediate menopause from the hysterectomy. Her weight that has never gone away, sticks around due to menopause and hormone changes. At time of the report she was almost 3 years post op and still had some symptoms, it took over a year for her body to detox. Product technical complaint (ptc) investigation and assessment were received: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Updated ptc investigation result was received on 01-dec-2015 without major changes. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and never stopped bleeding. She had a hysterectomy performed and during the surgery, she needed a cauterization to stop the bleeding in her flank area. These events, interpreted as genital haemorrhage and post procedural haemorrhage, are serious due medical importance and listed in the reference safety information for essure. Genital bleeding may occur after essure insertion. In this case, considering the temporal relationship and event's nature, causality with suspect insert cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. In regards of bleeding during hysterectomy, this event is seen as a surgery's complication and since the hysterectomy was performed to remove the devices, this bleeding is assessed as related to essure. Additionally non-serious events were informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.